Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was r reported that patient has to set stimulation to 8.5-9 to get relief in legs and feet; however when patient does this they feel stimulation in stomach. Patient reported they will be meeting with manufacturer representative to work on programming. No further complications reported and/or anticipated at this time.